Event description:
It was reported to resmed that an astral device displayed an error message (sf199) related to calibration corruption. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to a third party service center. Review of the error log history confirmed the reported complaint. The main circuit board was replaced to address the reported complaint. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).